Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a complete shaft fracture occurred. The physician attempted to reach the lesion with a taxus express2 3.0 x 12mm drug eluting stent. However, as the physician inserted the stent delivery system ( sds) into the guide catheter, the shaft fractured into two pieces at a location outside of the patient's body. No patient injuries or complications were reported. The procedure was successfully completed with another taxus express2 3.0x12mm drug eluting stent. Patient status is reported as "satisfactory/good".